Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device and both her fallopian tubes had been removed') in a female patient who had essure inserted for permanent contraceptive tubal implant. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the asset liability claim was received: the patient was admitted for a scheduled bilateral tubal occlusion procedure by means of essure in 2011 for permanent contraceptive. The removal procedure was performed, and both her fallopian tubes had been removed. The previous reported event damages resulting from the healthcare was replaced to device and both her fallopian tubes had been removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device and both her fallopian tubes had been removed') in a female patient who had essure inserted for permanent contraceptive tubal implant. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ministerio de sanidad y consumo (es), reference number: (B)(4) on 08-apr-2020. The most recent information was received on 19-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device and both her fallopian tubes had been removed') in a female patient who had essure inserted for permanent contraceptive tubal implant. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: aemps reference number updated. Product tab updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device and both her fallopian tubes had been removed') in a female patient who had essure inserted for permanent contraceptive tubal implant. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: no new clinical information received, update to imdrf/FDA codes only - ha reference number received based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] swelling [swelling] vaginal infections [vaginal infection] allergic reaction [allergic reaction] nausea [nausea] excessive bleeding [genital bleeding] dizziness [dizziness] pain [pain] digestive problems [digestion impaired] urinary tract infections [recurrent urinary tract infection] depression [depression] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swelling"), vaginal infection ("vaginal infections"), hypersensitivity ("allergic reaction"), nausea ("nausea "), genital haemorrhage ("excessive bleeding"), dizziness ("dizziness"), pain ("pain"), dyspepsia ("digestive problems"), urinary tract infection ("urinary tract infections") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered depression, dizziness, dyspepsia, genital haemorrhage, hypersensitivity, nausea, pain, pelvic pain, swelling, urinary tract infection and vaginal infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: upon internal verification argus cases (B)(4) are found to be duplicate of each other. Therefore, argus case (B)(4) needs to be nullify from argus database. All source documents, references & relevant information has been transferred to retention case. (Legacy device number 2951250-2021-01543). Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.